Manufacturer narrative:
H11: additional manufacturer narrative: update section h6 (component code, investigation findings, investigation conclusions). Sizers are re-usable instruments that are re-sterilized after each use. They are often used until visible damage is detected. They are typically inspected by the operative team during cleaning, prior to use in procedure, and prior to packaging for re-sterilization. Based on the available information the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, a likely root cause is wear that occurred overtime. An edwards defect has not been confirmed. The product is not available for return as it was discarded. The device history record (DHR) could not be reviewed, as the device lot number was not provided. Current risk mitigations include material specifications and inspections, cleaning and sterilization instructions, and IFU warnings and cautions. The sizer accessory should be examined prior to use in procedure. Per the inspiris instructions for use, "caution: examine sizers for signs of wear, such as dullness, cracking or crazing, prior to use. Replace sizer if any deterioration is observed.". Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 1133 sizer broke during triple valve replacement procedure (avr, mvr, tvr). The surgeon noticed after an inspiris valve was implanted, and the aorta was closed, that the sizer was broken. There was a chunk missing from the sizer and she found a piece of plastic on a drape. She did not reopen the aorta to look for pieces of the sizer. She did notice after finding the piece that there was webbing in the sizer. The surgeon stated the patient was doing fine post procedure. Per the rep, the sizers are probably 8+ years old. The hospital perform about 300 avr procedures per year and they keep about six sets of 1133 sizers on the shelf. Edwards rep replaced all the sizers at this hospital and disposed all the old sizers.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.